Event description:
Black dot or mark on 15-20 strips that prevent full blood fill on strip and error result with meter, other strips with no black dot are functioning. Dose or amount: one touch verio gold strips 100. Frequency: qid. Route: other. Dates of use: from (B)(6) 2016. Reason for use: diabetes.